Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned item exhibits signs of repeated use and the post feature has fractured off. All pieces were not returned. Review of the DHR for deviations and/or anomalies identified the following anomalies/deviations; ncr was written for the parts not conforming to the laser etch note on print for gtin numbers. The laser etch programs were not updated to add the gtin numbers before theses lots were manufactured so the previous lots are acceptable, which could be related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02079.

Event description:
It was reported that a tasp was discovered to be fractured upon return. Attempts have been made and no further information has been provided.